Manufacturer narrative:
Device evaluation summary: the device was returned to allergan for device analysis and visual analysis identified red particles on the shell. The device weighed 327.1 grams. Under microscopic analysis a sharp-crease opening was observed approximately 6.5 cm away from the center patch. Based on the device analysis the final assessment is: a sharp-crease opening on the radius, due to fold flaw opening.

Event description:
Health professional reported right side rupture. Device was explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Health professional reported right side rupture. Device was explanted.

Manufacturer narrative:
The reason for reoperation was rupture further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side rupture. Device was explanted.